Event description:
Edwards sapien 3 valve balloon tested prior to insertion. Would not inflate when at valve. Upon removal cut down required to remove valve from femoral artery. Another valve was then successfully deployed. FDA safety report ID# (B)(4).